Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump did not alarm when the reservoir was empty. Customer stated that she programmed a bolus and the insulin pump showed a delivered bolus, the reservoir was empty. Customer was unaware that she was out of insulin. The insulin pump used to alarm when the reservoir was empty. This has happened numerous times. Assisted customer with setting the low reservoir alarm. Nothing further reported.